Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lubricant sachet inside the catheters was much less than normal, and 40 percent of the catheters could not be used. The patient used 3 times as many catheters per day than normal. It was later reported per additional information received via email on (B)(6) 2019 from ibc representative, the allegation was against the lubricant sachet. The lubrication inside the sachet is much less than normal.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿not enough water¿. A potential root cause for this failure mode could be ¿air in lines¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "2. Prior to opening the sealed catheter pouch, apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. 3. We the catheter by holding the package with the printed side up and tip the package end to end three to six times to wet the catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating."

Event description:
It was reported that the lubricant sachet inside the catheters was much less than normal, and 40 percent of the catheters could not be used. The patient used 3 times as many catheters per day than normal. It was later reported per additional information received via email on 7 may 2019 from ibc representative, the allegation was against the lubricant sachet. The lubrication inside the sachet is much less than normal.